Event description:
The customer contacted baxter's technical service center about a homechoice (hc) machine with a burning rubber smell. The home patient (hp) stated he turned off the hc. The hp stated he turned the hc on and saw smoke. The hp stated he had his wife check and she also saw smoke. The hp stated he turned off the hc and his wife saw a spark. The technical service representative (tsr) asked if the hp was shocked at all. The hp stated no. The tsr asked the hp if he unplugged the hc from the wall. The hp stated yes. The tsr recommended the hp should not plug the hc in again. The tsr explained the swap procedure. The hp had a procard. The tsr initiated a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the device has been made. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The reported problem was confirmed in the sample evaluation but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) cycler was returned for device evaluation for the customer reported issue of burning rubber smell and visible smoke from the hc during use. The reported problem was confirmed by internal visual inspection during the sample evaluation. The assignable cause was determined to be a melted u2 relay on the alternating current component (accomp) board. Following evaluation, the device was sent for servicing with special instructions to scrap the accomp board. This issue is being investigated through CAPA.